Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they have experienced a red rash that burns under the wafer only. The end user sought medical assistance and was advised to remove th e appliance and apply a natural care gel to the area. Also advised to try durahesive and to test on a different area of skin prior to using near his stoma. The pts subsequent outcome was note noted.